Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be connection issue or a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment for a foot infection the device displayed a blockage full alarm. The patient stated that the dressings looked rainsin like and that he could feel the suctioning. Troubleshooting steps were performed and the issue was solved. Per clinical guidelines the patient was informed that a blockage was present within the softport and that he needed to contact his health care provider. No further information is available.